Event description:
The customer reported to olympus, there was no image when using the ultrasonic gastrovideoscope. The issue was found after a diagnostic ultasound examination procedure. It was reported that there was no delays and no harm to patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of missing image was not confirmed. The device evaluation found the nameplate on scope-cover was missing. The insertion section was wrinkled. Several sound lines were broken. The probe was discolored and scratched. The objective lens was scratched. The scope cover had discoloration. The connecting tube had a dent. Due to damage on the ultrasonic probe, the number of missing element exceeded the standard value. A review of the device history record (DHR) found no deviations that could have caused or contributed to the ultrasound missing image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established and the presumed cause was unknown. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ¿ do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. ¿ do not touch the electrical contacts inside the electrical connector. Ccd damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.